Manufacturer narrative:
Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted an evo implantable collamer lens, in the patients right eye (od). The patient complained of loss of peripheral vision and the lens remained implanted. Additional information has been requested but none has been forthcoming.